Event description:
Patient reported they were seen at their dentist and were informed that their bottom gums are very very thin and it's a result of the aligners. They are frustrated due to their teeth having not moved as they hoped after 5 years.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.